Event description:
It was reported that the pump won't turn on. The customer attempted to resolve the issue by charging the pump; however, the pump would not turn back on despite the use of multiple usb cables and wall adapters. Customer's blood glucose (bg) level was 15 mmol/l. Customer administered a manual injection to address bg level. The customer was admitted into the emergency room and treated with intravenous saline and insulin fluids. Customer was released from the emergency room on (B)(6) 2025 with the issue resolved. Customer did not sustain any permanent damage. A system check was performed, and no issues were identified with the cartridge, infusion set tubing, infusion set cannula, or the insulin in use at the time of event. Customer reverted to manual injections for insulin therapy.